Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analyze, a conclusive cause for the reported leak (air entered the device) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared and inserted without issues. However, while positioning the clip in the left atrium (la), air entered the delivery catheter (dc) handle, and was noted to have entered from the gripper lever cap. To remove the air from the dc handle, the gripper lever cap was unscrewed, and the saline flush was accelerated. The cap was re attached and the procedure was continued. However, air entered the dc handle again. The air was again removed by increasing the saline flush. The 3-way stopcock and gripper lever were confirmed closed and no air entered the dc handle. No air entered the anatomy throughout the process. The procedure was continued, and the clip was successfully implanted. To further reduce mr, an additional clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.